Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 24jan2019. The customer found that the led (light emitting diode) indicator was flashing due to the unit not having a backup battery installed. The customer replaced the external and backup battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit will only operate for 15 minutes on battery power .there was no patient involvement. The event date was not specified; estimate used.